Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots and a review of the complaint history identified no other incident reported from this lot. Based on all available information, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, reported mitral regurgitation (mr) was cascading effect of the reported slda. The reported patient effect of mr is listed in the mitraclip ntr/xtr, instructions for use as a known possible complication associated with mitraclip procedures there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the patient had a large posterior prolapse. One clip was implanted without issues. To further reduce mr, an additional clip was implanted. However, after the clip was implanted, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3. On an unknown date, the patient returned to a different hospital and echocardiography showed that mr had increased to a grade of 4+. The physician then decided to implant an intra-atrial balloon pump (iabp). On (B)(6) 2020, an additional mitaclip procedure was performed. Two additional clips were successfully implanted without issues, reducing mr to a grade of 1-2. It was noted that the three previously implanted clips remained stable on the leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots and a review of the complaint history identified no other incident reported from this lot. Based on all available information, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was a cascading effect of the reported slda. The reported death appears to be due to challenging patient anatomy. The reported patient effects of mr and death are listed in the mitraclip ntr/xtr instructions for use as known possible complications associated with mitraclip procedures there is no indication of a product issue with respect to manufacture, design, or labeling.h6: conclusion code 50 added.

Event description:
Subsequent to the initially filed report, the following information was received: on an unknown date, the patient went into kidney failure and decided to not undergo dialysis. Therefore, the patient passed away. The physician stated that the implanted clips did not cause or contribute to the kidney failure or death. No additional information was provided.